Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a screw driver shaft. It was reported that the tip broke off. The screwdriver broke in the drive as it was being used to remove a locking screw which was stuck in a plate.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present screwdriver shaft was as far as possible analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. It's clearly visible that the stardrive was strongly twisted counter-clockwise before it broke. Based on these findings we conclude that the breakage was caused by applying too much torque during the extraction of a possibly blocked screw. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record was conducted. The manufacturing documents were reviewed and no complaint related issues were found.